Event description:
Badly administered insulin injection [wrong technique in drug usage process] ([injection site haematoma], [swelling], [dizziness], [loss of consciousness], [pain]). Anemia [anaemia]. Case description: medical device info: class iia. This literature case "a case of type 2 diabetes mellitus with a giant subcutaneous hematoma caused by rough insulin injection" from another country, was reported by a medical dr as "badly administered insulin injection, giant subcutaneous haematoma, pain, dizziness, loss of consciousness, swelling and anaemia" and concerns a female pt treated with penneedle 32g taper from -2007 to unk date due to type 2 diabetes mellitus. Medical history included hepatic cirrhosis, hepatitis c and diabetic nephropathy. The pt normally injects insulin directly to abdomen after alcohol disinfection holding the injection site. In 2008, the pt injected insulin through a cloth imitating a major league baseball player on television who had injected insulin directly without removing his uniform (directly through the clot). Imitating him, she injected her abdomen without holding the skin taut. After injection, the site became swollen with pain. She also had dizziness, and three hrs later, she lost consciousness. She was taken to the hosp by an ambulance. She was admitted due to a giant subcutaneous hematoma in right abdomen, a tensing swelling from the injection site to groin and marked anemia (hb level: 7.8 g/l). She rec'd hemostatic agent and iron for two days. After the discharge, she complained of pain at the injection site again and was rehospitalized at her own request. On admission, her blood glucose had been well-controlled. She had severe anaemia, hepatic function abnormality (ast 81 u/l, alt69u/l and gamma gtp 78 iu/l) due to hepatic cirrhosis and decreased platelet counts (60000/ul) which was thought to be due to the hepatic cirrhosis. Bleeding time was within normal level (2.5 minutes). Abdominal CT scanning revealed a large subcutaneous hematoma (size: 8cm x 11 cm x 4.5 cm) at the injection site. Her treatment for the event was oral intake of vitamin c and bed rest for two weeks given the hepatic cirrhosis. After the two-week treatment, there were little reduction of the hematoma. However, the pain had almost disappeared because of improved subcutaneous bleeding. She was discharged after recovering from anaemia (hb level: 11.8 g/l). Pt outcome for anaemia was recovered. Pt outcome for all other events was not reported. Comment: company comment: the co agrees with the reporter's alternative aetiology. The pt's medical history, physical condition and non-compliance with injection recommendations make events plausible. Comment: reporter's causality: unk. Reporter's alternative aetiology: the cause of the event is possibly due to the following elements. She put power on injection more than usual because she injected through cloth. She had decreased platelet counts due to hepatic cirrhosis. The pt is thin. The length of the needle which she used at the time of the event was 6 mm. It might be long enough for a thin person like the pt to cause bleeding when the person makes an injection strongly. Humacart kit, a prefilled insulin she used at the time of the event has larger injection resistance than other injectors.

Manufacturer narrative:
Journal: journal of the foreign diabetes society. Author: toshihide yoshida et al. Title: a case of type 2 diabetes mellitus with a giant subcutaneous hematoma caused by rough insulin injection. Volume: 51(10), year: 2008, pages: 929-932.